Event description:
Belmont x 2 failed in mass transfusion event first belmont smoked and ran over temp. Belmont # 2 would not turn on when replacing over temp belmont. Ref report: mw5172004. Pt code: 4582. Device code: 1476.